Event description:
Pt underwent left periacetabular osteotomy with internal fixation, and osteotomy of anterior superior iliac spine with anatomic reattachment. During the process of making the ischial cut, the curved tip of the osteotome broke off. Two fragments were identified under fluoroscopic imaging. After an hour, the 1mm fragment was successfully removed from the pt. The surgeon decided not to remove the second minuscule fragment since it did not pose a risk to the pt. The event was disclosed to the pt and family. The pt did not experience any complications.